Event description:
Caller reported that the cartridge was not fitting properly on the pump, but they were able to successfully load it eventually. There was no adverse impact to the customer's blood glucose level. Caller followed instructions from technical support to clean the pneumatic tap and remove the o-ring, then ensured the cartridge clicked into place, allowing them to complete the load process and resume insulin delivery.